Manufacturer narrative:
(B)(4). Date sent: 2/4/2026, d4: batch # 354d35. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and the clamp arm pivot pin and the dowel pin detached and returned inside a plastic along with a piece of anvil shroud. A glcr80b reload was loaded, and fully fired with the swing tab in the locked position. During the visual inspection, the internal tab of the anvil shroud was broken. The damaged shroud did not have a functional impact on the device. Also, it's possible that the pivot pin and the dowel pin fell out when the anvil shroud was broken. No functional test was performed due to the condition of the device. No conclusion could be reached on what caused the anvil shroud to be damaged. The reported event for partial fire could not be confirmed since the reload returned fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 354d35, and no non-conformances were identified.

Event description:
It was reported that, during an open subtotal stomach-preserving pancreatoduodenectomy (ssppd), the firing knob was damaged during firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did any pieces fall into the patient?=>no 2. If yes, were they retrieved?=>na 3. Will all pieces be returned with the device?=>yes 4. If no, were they discarded?=>na this event occurred at the 1st firing. The target is the stomach. 1) something felt strange when the anvil half and cartridge half were joined. 2) despite the strange feeling, the surgeon tried to force it together and fire it, but a strange noise was heard and it only fired halfway through. 3) it was released as it was, and the anvil half and cartridge half were re-joined. 4) it tried to forcefully fire it as it was from the same position where it had stopped earlier, and the firing ended with a strange sound. 5) when the product was returned to the mayo table, the shroud on the anvil side and clamp pin, as well as the damaged parts, fell off. The shroud and clamp pin on the anvil side have come off. Part of the hinge has been found to be damaged. The object believed to be the same broken piece that was retrieved by the facility has been enclosed with the biohazard product complaint along with the product in question. To determine if there is any foreign matter remaining, please check to see if the broken end of the product fits and if there are any other objects that have fallen off the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 354d35. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and the clamp arm pivot pin and the dowel pin detached and returned inside a plastic bag along with a piece of anvil shroud. It's possible that the anvil insert, dowel pin and pivot pin fell out when the anvil shroud was broken. A glcr80b reload was loaded, and fully fired with the swing tab in the locked position. During the visual inspection, the internal tab of the anvil shroud was broken. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was mis clamped without having the device halves locked. No functional test was performed due to the condition of the device. The reported event for partial fire could not be confirmed since the reload returned fully fired. The damaged noted on the anvil shroud was confirmed and it is related to improper use of the device due to the witness marks present. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 354d35, and no non-conformances were identified.